Event description:
It was reported the valve was explanted due to a high gradient during the explant procedure, vegetation was noted on the valve. The surgeon indicated there was nothing wrong with the valve. Additional information has been requested.